Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call to have experienced display anomaly. It was reported that display began to fade in some areas and was black or white at times and at times difficult to read. Customer's blood glucose was 300 mg/dl. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a cracked/bleeding lcd glass. Unable to perform the displacement test or self tests due to the cracked and bleeding lcd glass. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.